Event description:
The reporter stated that the surgeon was inserting a cq2015 three piece collamer lens into the eye and the lens tore. The surgeon removed the lens and another model lens was inserted, no suture required. This is the second of two incidents that occurred on this patient. See manufacturer's report 2023826-2006-01642 for the first incident.

Manufacturer narrative:
H6: evaluation results: a visual inspection of the returned product shows half of the lens and a haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.